Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, the patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. It was reported, final angiography showed exclusion of the aneurysm and no evidence of endoleak. The procedure was concluded without any reported complications and the patient tolerated the procedure. On an unknown date in 2017, a follow-up computed tomography scan identified a suspected proximal type I endoleak and evidence of aneurysm enlargement (amount unknown). The cause of the proximal type I endoleak is reportedly due to ~1 cm of distal migration of the trunk-ipsilateral leg component. On (B)(6) 2017, an additional procedure was performed to treat the proximal type I endoleak. According to the report, an aortic extender component was implanted for proximal extension on the trunk-ipsilateral leg component. Final angiography reportedly showed resolution of the endoleak, and the patient tolerated the procedure.